Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. It was noted that the needle deployed early and did not insert into the infusion site. Pod was worn longer than 48 hours on the leg. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.